Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, it was reported that the device pumps fine, but the first pump is harder. The physician pumped up the device before the case and it did not seem to have any problem pumping. The device was replaced with another inflatable prosthesis. Size was also noted as a reason for the revision surgery.

Manufacturer narrative:
This follow up MDR is created to document the additional device information and evaluation of the returned device. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on the longer length pump exhaust tubing, pump inlet tubing, and on the exhaust tubing of cylinder 2. No functional abnormalities were noted with any of the returned components. The information received indicated the device was hard to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.